Manufacturer narrative:
Upon investigation of the actual device used in this incident, devices not working again. A field service engineer replaced the bus cable to resolve. The system functioned as intended field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed. The customer stated that there was no patient harm and delay to get the medication. The customer did not release additional information regarding this event. There were no adverse events or injuries reported based on this event.